Manufacturer narrative:
Due diligence was executed for this event with response received from customer. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that an image was available for the device. However, the image disappeared when the video connector was touched. This is attributed to a faulty camera cable. Since there was no defect with the device at the time of shipping, it is inferred that the cable damage was due to user handling. The device is in good condition externally and has passed the leak test. The instructions for use includes the following statements which can prevent the cable damage from happening: precautions ¿ do not strike the camera head. The camera head may be damaged. ¿ do not hit or bend the electrical contacts and optical connecting part on the video connector. The connection to the camera control unit may be impaired and faulty contact can result. ¿ do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ¿ be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately.

Event description:
As reported by the olympus representative, during preparation from use when the device was touched the screen went blank. There is no patient involvement and no reported harm to any patient. The device was removed from service and sent for repair. The intended procedure was completed successfully with another device.